Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up device check, the pacemaker had a magnet rate of 100 ppm (paces per minute) and the battery indicator displayed 1.5 years remaining battery longevity. About two months ago, the same magnet rate of 100 ppm was observed but the battery indicator displayed less than half a year. There were no changes in impedance and threshold measurements. Boston scientific technical services (ts) discussed with the field representative that the device may have been toggling between the battery bins in the device, which explains the difference in the battery indicator measurements. This report was created due to device behavior matching that of units that have longevity remaining changes not corresponding to the battery indicator, magnet rate, or battery status change. The pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicating that this device was explanted due to normal battery depletion. No additional adverse patient effects were reported.

Event description:
--